Manufacturer narrative:
Occupation ni equals lay user / patient. Device requested but not returned.

Event description:
The customer complained of a questionable inr result on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory result. At 10:00 the laboratory result was 3.58 inr. At 11:05 the result from the meter was 2.3 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation of an adverse event. On an unknown later date, the customer performed more comparison testing. The results from the customer's meter were 3.4 inr and 3.2 inr. The result from another coaguchek xs meter was 3.4 inr. The customer was satisfied with the latest comparison data and declined to return their test strips. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt (ml 13 #286321-80 recal. Rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.